Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an episode of non-sustained right ventricular oversensing. At the time of the oversensing, the patient was undergoing a surgical procedure for a hip fracture. The physician believed that the oversensing episode was caused by exposure to cautery. The oversensing was unable to be reproduced in clinic. No intervention was performed. There were no patient consequences as a result of the oversensing.